Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f38 alarm code. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, a power-on self-test, and an alarm log review. The power-on self-test and the alarm log review verified the f38 alarm code. The cause of the f-38 alarm code was determined be damaged force sensing resistors and the resistors were replaced to resolve the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.